Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. However, the exact value was not provided. Reportedly, the bg level was due to the customer consuming food and the customer did not bolus to address the bg level after the food was consumed. The supplies were changed and insulin delivered was resumed to address the bg level.